Event description:
Customer alleged blood glucose results of 39 mg/dl and 81 mg/dl when testing was performed back-to-back on the advantage system. Customer reported feeling "edgy" and self-treated with 13 units of humalog and breakfast. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.